Manufacturer narrative:
(B)(4). Correction/retraction MDR: the customer provided a correction to the device catalog number. The device is not sold in the us.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: girl, (B)(6) years old, arrived at the hospital with septic shock. The situation was stabilized and a catheter was placed according record. A cuff test was performed by inflation with air before introduction of the catheter. At the moment to introduce the catheter the same progressed normally, catheter of latex, putting 15ml of distilled water. Placed the catheter on saturday and on monday they noted that there was leakage of urine on diaper when they went change the diaper. They tried to deflate the cuff and could not. The syringe had resistance to pulling the piston so it was cut with medical orientation to verify if the same was without air. They inserted a needle 40x12 to try to withdraw the possible air from the balloon, but the attempt was unsuccessful. They took the patient to ultrasound where they noted the balloon was in the bladder floating and it was inflated. After several attempts to deflate the cuff they call a surgeon who performed passed a guide wire with a double lumen catheter inside of the foley catheter and burst the balloon. The patient's condition is unknown at this time.